Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while on the patient, the tubing at the oxygenator outlet came off and had to emergently be fixed. The tubing was connected past the 2nd barb and double zip-tied. The tubing used was verified to be a sorin custom pack with 3/8" x 3/32" tubing. The issue occurred approximately 2 hours after initiation of support and the tubing was replaced onto the outlet immediately, less than 5 seconds after it occurred. It was then double ty banded again and ensured tubing was past second barb again. The circuit used was cautiously double ty banded and past second barb, while the standard had been single ty band and past second barb. Prior to cannulation and prior to transport, it was ensured that ty bands were tight and tubing was secure past second barb per their safety checklist, and routine safety checks were done intratransport and post transport. There was no movement by staff or patient of the circuit or its components at time of disconnection. They had arrived at transport destination 20 minutes or so prior to the tubing disconnection. Transport went smoothly without incident or line tightness, etc., nothing of note that can be recalled. At the time the blood flow rate was 4.2 liters per minute and the pump speed was 3850 revolutions per minute (rpm). Pressures were not being monitored at the time as it was just after completion of a transport and transducers were hooked up after transport. With the same rpms and flow once transducers were hooked up an hour or so later, pre-oxygenator was approximately 230 mmhg and post oxygenator was approximately 170 mmhg. Patient did not experience any significant disruption in vital signs, stability, labs, etc. It was noted that the patient was on extracorporeal membrane oxygenation (ECMO) with centrimag and advanced membrane gas (amg) oxygenator. It was noted that rhinovirus was the only positive infectious test. Related manufacturer reference number: 3003752502-2023-02403 (oxygenator amg pmp).

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with the centrimag pump were reported or identified through the evaluation of the returned centrimag pump. The centrimag blood pump, lot #l08139-la4, was returned with pieces of tubing connected to its inlet and outlet ports, secured with double tie bands. The pump was found to be unremarkable, with no evidence of damage or depositions. Following cleaning, the blood pump was functionally tested on a mock circulatory loop with test centrimag equipment. The blood pump functioned as intended in accordance with manufacturing specification. The centrimag system operating manual contains a list of console alarms and alerts as well as appropriate operator response to these events. The centrimag blood pump instructions for use (IFU) also warns that frequent patient and device monitoring is recommended. Review of the device history record (DHR) for the centrimag blood pump, lot #l08139-la4, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) and the centrimag system operating manual are currently available. The IFU warns that frequent patient and device monitoring is recommended. Section 12.1 of the operating manual (entitled "appendix I ¿ console alarms and alerts") contains a list of console alarms and alerts as well as the appropriate operator response to these events. The current revisions of the instructions for use (IFU) and operating manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.